Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with an alert for non-sustained right ventricular oversensing due to intermittent post-paced t-wave oversensing. No changes were reported. The patient was stable.